Event description:
"I had a trial with (B)(6) hospital. The crna attached the hyper angulated 3.5 inch monitor. It worked normal and the imaging was on the screen. The crna had to readjust the patient and so she sets the provu down. Once ready to intubate again, the screen showed an error sign. She disconnected the blade and plugged back it, but still received the error sign. I then bring out the 8 inch monitor with pole stand and connected the same blade, and still received the error sign. Once we switched out the blade to a new blade, everything worked out normal.". No report of any serious injury/harm to patient or user. No indirect harm reported. No requirement for intervention to prevent permanent damage. No hospitalization - initial or stay prolonged by 1 day or more reported. No report of serious injury, disability or permanent impairment. Not reported as life-threatening. No death reported.